Event description:
It was reported that the 9800 system locked up and would not fluoro during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The beam was aligned and camera centered during the service call. The system was tested and found to be working as intended and put back into service.